Event description:
Patient presented to the physician, one week post-implant procedure, with excessive swelling at the neck. Imaging was obtained, and the physician prescribed antibiotics. Imaging confirmed a hematoma, and the physician brought the patient into the or two days later, evacuated the hematoma, irrigated the pocket with saline, achieved hemostasis with bipolar cautery and a hemostatic agent, and closed the incision. Intraoperative antibiotics were administered, and post-operative antibiotics were prescribed following the procedure.